Event description:
The customer called in for help with her meter. She had replaced the batteries, but the meter was still dead. The customer stated that a few days earlier, she was not able to test her blood glucose. She was taken to the emergency clinic and her blood glucose was 60 mg/dl when she arrived. She stated that she was treated for hypoglycemia. The meter was to be returned for evaluation, and a replacement meter was ssent.